Event description:
Physician treated pt with extremely calcified superficial artery (sfa) and chronic total occlusion (cto) at the popliteal (pop) artery with no circulation from the pop distal. A .014" guide wire was inserted only to the distal sfa but the guide wire was unable to pass the pop artery. A csi device was used with multiple passes in the sfa. A 5.0x100 mm angiosculpt device was used in the sfa without any difficulty. The physician inflated the angiosculpt device 4 times at 8 atmospheres (atm) and noticed that the balloon deflated and the scoring elements were visible under fluoro. Physician inflated and deflated the balloon at low atms and turned the shaft of the angiosculpt device to remove the balloon, at first with some drag, then without difficulty or trauma to the pt. Upon inspection of the angiosculpt device, the distal portion of the scoring elements had detached and separated from the balloon. Physician commented that he would try the angiosculpt device again because devices at times fail and no harm was done to the pt.

Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual exam confirmed the inner member broke between the distal bond and distal balloon tip seal bond. The distal end of the inner member is stretched and wrinkles are present in the middle of the balloon. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.